Manufacturer narrative:
H.6. Investigation: as an exact issue was not confirmed and a sample was unavailable for return, a thorough investigation could not be completed. Since a lot number was provided, our quality team performed a device history record review to address any potential issues that could have occurred resulting in faulty product. The review of the production history for lot number 2005157, did not reveal any detected abnormalities during the production process and all quality tests were found to be within specification. Twenty retained samples of the same lot number were then obtained from the manufacturing facility for evaluation. The retained samples did not display any signs of defect. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that 4 bd emerald¿ syringes were found damaged. The following information was provided by the initial reporter: "several syringes from the same lot were found faulty when preparing pharmaceuticals. Actual issue unknown.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd emerald¿ syringes were found damaged. The following information was provided by the initial reporter: "several syringes from the same lot were found faulty when preparing pharmaceuticals. Actual issue unknown."